Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was set to 100 joules and 10 watts. According to the complainant, during the procedure, the laser fiber body snapped and broke apart. It was noted that laser energy leaked out on the broken part of the fiber body, burning the hand of the scrub technician . The degree of burn was unclassified; however, the burn appeared to be a small hole. It was reported that the burn was treated with antibiotic cream, not requiring additional intervention. The procedure was completed with another same flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the fiber was returned in two pieces, a 163cm piece which included the sma connector and a 154cm piece which included the distal tip. The exposed glass tip of the laser fiber measured 1.5mm and appeared used. The break points for each fiber piece had some glass fiber exposed and the jacketing appeared melted. Additional examination under magnification revealed that the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the reported event of fiber broke. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was set to 100 joules and 10 watts. According to the complainant, during the procedure, the laser fiber body snapped and broke apart. It was noted that laser energy leaked out on the broken part of the fiber body, burning the hand of the scrub technician . The degree of burn was unclassified; however, the burn appeared to be a small hole. It was reported that the burn was treated with antibiotic cream, not requiring additional intervention. The procedure was completed with another same flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke. (B)(4) for the reported event of fiber misfired. (B)(4) for the reported event of burn to the scrub technician. Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.